Event description:
Customer reports of experiencing excessive no delivery alarms. Customer reports that one no delivery incident was caused by bent cannula. Customer also reports of been hospitalized on (B)(6) 2014 with high blood glucose. Customer was hospitalized for four days in the intensive care unit. Customer was wearing insulin pump at the time of hospitalization. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. No unexpected no delivery alarm noted. Unit had cracked battery tube threads and cracked reservoir tube lip. Unit received without belt clip. Unable to verify damage to belt clip. No damage noted on belt clip slot.